Event description:
It was reported by repair work order that the customer alleged that the caster wheel rubber was peeling back. Upon inspection of the unit by the service technician, it was identified that the wheel was worn and peeling.